Event description:
It was reported that the carelink monitor (clm) was no longer completing auto transmissions. In addition, the start/stop button does not respond. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted . (B)(4) - the remote monitor was returned for analysis. Visual and functional analysis was completed and the customer comment was confirmed. The monitor will not start interrogation. Further review prompted a change in the device analysis results. The change is reflected in this report. Further review prompted a change in the device analysis results.